Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument was found to have burn marks at the tip. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the thermal damage on the instrument was identified after a procedure. It was clarified that no arcing was observed when the instrument was in use during last usage. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "burn marks". Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. For clarification, the instrument was found with thermal damage at the yaw pulley. Black char marks were also observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. This failure is typically associated with mishandling/misuse.